Event description:
It was reported that the customer was hospitalized after experiencing blood glucose levels as low as 50 mg/dl. It was stated that the insulin pump was downloaded, and a bolus of 7.5 was found in the bolus history. However, the nurse stated that based on the blood glucose and carbohydrate that was entered, the bolus should've been 6.0. The nurse felt that the insulin pump was not calculating correctly. The nurse did not have the time to troubleshoot, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No memory or bolus anomaly was noted. The insulin pump did have a cracked reservoir tube lip.